Event description:
Account complains that head will not go down, no injury reported.

Manufacturer narrative:
Technician found head motor cable slightly loose, not connected properly. Technician disconnected and reconnected head motor cable properly to resolve problem.